Event description:
It was reported while recharging a device prior to implant, a power on reset (por) condition was observed. No other buttons were pressed on the recharger other than the green charge button. It was noted the por was just an informational por. The device was ultimately charged without difficultly to 100% and the issue was resolved.

Manufacturer narrative:
(B)(4).